Event description:
It was reported to distributor, by facility, two c.n.a.'s were present during the bed to chair transfer for this resident. Allegedly, the scale to cradle connection failed and the resident fell into the chair. The resident sustained some minor bruising. This scale / cradle combination was affected by bhm safety advisory notification / recall and per the facility there was a field correction refit kit sent to them. The facility did the fix. Signed copy of the refit work done by facility is on file. RMA issued to get all components back for eval. Before facility sent components back they requested a co svc tech come to their facility. Distributor scheduled this on site, svc to happen, eval findings forthcoming. Bhm MFR of lift has been notified. Bhm recall number is as follows: z-1135-2008.